Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an electrophysiology procedure with a large hole sheath. No pre-close technique was used in a large-hole puncture site. Reportedly, when the prostyle plunger was pulled back, there was no suture. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.